Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy of the cecum with terminal ileum, when taking out power shell from the blister pack, it was found to be broken in half. A new shell was open instead. On the second firing, the reload was taken out and connected to the adapter, and there was no problem in the opening and closing check. When the scrub nurse performed the opening and closing check, the jaws did not open. It did not work at all, even buttons such as the articulation button pressed. The display on the handle remained in the all-green state, and the green lamp was also illuminating. When the nurse continued pressing the green button and tried to fire it outside the surgical field, it was able to fire, but the knife did not return to the initial position. The product was not used to patient. A manual handle was taken out as a replacement, and the operation completed without any problems. Surgical time extended for more than 30 minutes.